Event description:
The customer contact reported a separation. The unspecified plumset tubing set was being used to deliver an unspecified maintenance solution via gravity. The option-lok male adapter of the tubing set was connected to the pt's port-a-cath. After an unspecified length of time during a procedure, the tubing separated from an unspecified location of the distal clave y-site of the tubing set. The customer contact reported that an unspecified volume of solution backed up in the tubing. It was reported that the tubing was clamped. The tubing set was replaced and the therapy was resumed. There were no reported delay of therapy critical to this pt. No medical interventions were required. Thought requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.